Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 210mg/dl, 160mg/dl, 131mg/dl. Tests were done within 11 mins with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.